Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was recently seen in the hospital for receiving multiple shocks. The patient received 2 inappropriate shocks and several appropriate shocks which eventually lead to therapy exhaustion. The programming was changed to make sure that the cycle length landed in the appropriate shock zones and ensure therapy effectiveness. The system remains implanted. To date, no additional adverse patient effects have been reported.